Event description:
Event description guidant received information that a review of the clinical summary during a routine follow-up appointment, noted the implantable lead displayed one shocking lead impedance that was elevated and out-of-range. The daily measurements were all within a normal range. No noise was noted on the electrograms and no abnormal device behavior was observed.